Event description:
It was reported that the user experienced persistently high blood glucose beginning in the evening and confirmed a fingerstick value of 505 mg/dl while using the ilet system with a dexcom cgm; the user discussed performing a supply change, considered a manual insulin injection, and considered going to the emergency department. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention. Troubleshooting and education were provided, including guidance to replace supplies and verify glucose by fingerstick. Investigation included review of the event details and user-reported measurements. Investigation of this case revealed no device malfunction reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.